Event description:
It was reported the insulin pump was malfunctioning. The device alarmed low reservoir so the customer did a complete set change and tried to bolus and the buttons were unresponsive. Customer's blood glucose was 225 mg/dl. Customer's mother reported customer was filling tubing so he might have pressed the button hard, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.